Event description:
A health care professional (i.e., perfusion operator) reported that the novacor left ventricular assist system (lvas) stopped operating. The manufacturer's senior clinical specialist instructed the health care facility staff (by telephone) to reconnect the pump/drive unit driveline cable, making sure that the cable snapped into place. Upon reconnecting the driveline, the novacor lvas immediately resumed operation. The patient recovered from the event with no further incident. The device remains in service. A subsequent telephone call to the manufacturer from the health care facility perfusion operator reported that he was certain the lvas stopped operating because the pump/drive unit driveline became disconnected from the controller.